Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing during episodes of atrial tachycardia/atrial fibrillation (at/af). The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead was reprogrammed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead ¿wasn¿t sensing correctly¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that ra lead under-sensing recurred which may impact atrial tachycardia/atrial fibrillation (at/af) collection and mode switch.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right atrial (ra) lead exhibited abnormal pacing. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the ra lead exhibited over-sensing on stored electrograms (egm) and chronically small p waves.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4) 2020 it was further reported that the ra lead exhibited far field r-wave (ffrw) over-sensing on stored electrograms (egm).